Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy under the garment, electrodes, and te pads. The patient reported a known allergy to metronidazol, plaster and penicillin. There was no alleged device malfunction contributing to the irritation. The patient's nurse applied panthenol ointment to the rash. Follow up indicated that the rash improved.